Manufacturer narrative:
During an internal review, bolton medical, inc. Determined that the applicable standard operating procedure did not clearly define the reporting timelines for supplemental mdrs. We have initiated corrective actions to address this gap and will be documented in our quality system under CAPA-2026-0002. Review of the device history records showed no issues were found during the manufacture of the device. The patient was treated on (B)(6) 2019 with a relay pro nbs (24 x 99mm) thoracic stent-graft for emergency treatment of blunt aortic trauma, which is a traumatic aortic injury characterized by damage to the vessel wall or rupture of the vessel secondary to penetrating or blunt force trauma. There was no pre-case plan due to the emergency treatment. There were two adverse events reported, at the 3-year follow-up and 5-year follow-up. The 3-year follow-up CT scan, performed on (B)(6) 2022, showed that the thrombosis was present and had somehow worsened, becoming less organized and occluding roughly 40% of the lumen of the vessel. This adverse event was reported and investigated under complaint (B)(4) (closed in (B)(6) 2023) which stated that the physician opted to implant a distal extension to treat the thrombosis. At the 4-year follow-up CT scan, acquired on (B)(6) 2023, the situation appeared unchanged. The 5-year follow-up, acquired on (B)(6) 2024, showed a mid-stent stenosis at the distal end of the stent. The physician opted for a total surgical replacement of the thoracic descending aorta on (B)(6) 2025 and explanted the relaypro nbs device. The device was returned to tas for evaluation and was inspected on may 15, 2025. Initial inspection of the explanted graft found no anomalies. The decontaminated devices were inspected; the statement from tas r&d's test engineering team on (B)(6) 2025 is as follows: explant findings, tas r&d's durability test engineering team: "tas r&d's durability test engineering team members (B)(6) and (B)(6) examined the two-relay pro stent grafts that were explanted from patient [initials] als and decontaminated. The only notable findings from the examination were three small holes located above a cranially oriented apex of the second stent from the distal end (figures 1 and 2) and one straight stress tear (or cut), oriented cross-sectionally to the axis of the aortic lumen (figure 4). While it is possible that the small holes in figures 1 and 2 (approximately 0.092", 0.094" and 0.166" in length as measured with cad using a metric ruler for scale reference) may have been generated by cyclic, axial compressive stresses in the aorta from biomechanical dynamics (i.e., cardiac cycle, upper body exercise, etc.) From the mode indicated by figure 2, this mode requires a fabric fold that overlaps the stent apex to exert the cyclic stress, effectively enveloping (relatively insulating) the site of the holes. The relatively low probability of endoleak at this site would be inconsistent with the thrombus development that prompted the explantation as blood would have been flowing out of the prostheses rather than aggregating luminally. It is also possible these holes may have resulted from stress risers incurred with instrumentation during explantation of the prostheses. The straight stress tear (or cut), oriented cross-sectionally to the axis of the aortic lumen does not appear to have developed as a result of a biomechanical mode. The orientations of the stent components' geometry are incompatible with the cyclic, axially compressive mode described above and its straight shape does indicate a stress riser more likely associated with instrumentation during the explantation. Pulsatile pressures from the cardiac cycles are below magnitudes capable of bursting the relay pro fabric as indicated in numerous 380 million-cycle stress fatigue tests conducted at tensile forces representative of hypertensive cardiac pressure pulses in the 190/120 mmhg ranges. Similarly, this site would also be inconsistent with the thrombus development that prompted the explantation as blood would have been flowing out of the prostheses rather than aggregating luminally." "CT scans reviewed by tas' complaint investigation team and r&d durability test engineering team members revealed some stenosis in the native descending aorta below the caudal boundary of the prosthesis. (Figures 5, 6 and 7). However, all of the relay pro stents along the descending aorta were fully, radially expanded, thereby providing maximum luminal area for blood flow. The CT scans exhibit no endoleaks from the prostheses." The reported thrombosis was observed to be persistent at the 4-year follow-up. This type of thrombosis has been found in a few other cases where patients were treated with a relay thoracic stent-graft after suffering from blunt aortic trauma. These types of patients are usually younger than the average patient that suffers from a diseased aorta, with smaller and healthy vessels. It is not clear why these events are found in such patients, but it usually appears at the distal edge of the stent-graft (as it occurred in this case), with an organized thrombus and trabecular in shape that must be addressed, whenever partially occlusive, for the risk of it triggering a more important occlusion of the aorta. The stent stenosis might have occurred due to aorta injury (patient anatomy) after the traumatic event, but this could not be confirmed. It is also possible that, given the emergent situation, the best stent-graft size was not chosen for the patient, but rather what was in stock at the time. The potential for excessive oversizing could have caused the stenosis. Review of the device history records showed no issues were found during the manufacture of the device. The root cause of the reported failure of mid-stent stenosis could not be determined.

Event description:
"((B)(6)/2022) patient had CT imaging completed for the 3 years follow up visit ((B)(6)2022) where distal stent narrowing was noted. An additional procedure with balloon dilation occurred on (B)(6)2022. Dr. (B)(6) states the stent narrowing is possibly related to the device but not related to the procedure that was done 3 years ago. ((B)(6)2024) patient had CT imaging completed for the 5 years follow up visit ((B)(6)2024) where mid stent stenosis 55 mm from distal end of stent was noted. No additional procedures have been reported. Dr. (B)(6) states the mid stent narrowing is possibly related to the device but not related to the procedure that was done 5 years ago. ((B)(6)2025) patient underwent total surgical replacement of the thoracic descending aorta on (B)(6)2025 and removed the relaypro device. Patient is no longer in clinical study related to (B)(4)". Patient outcome: "none at this time."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.